Event description:
During a programming session it was reported the pt ((B)(6)) could not feel stimulation. A diagnostic test found no issues with respect to impedance. Efforts to initiate therapy using multiple programming configurations resulted only in minimal stimulation to the pt's left side. An x-ray has been ordered for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.